Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient's father wanted to conduct a test plug procedure to make sure the transmitter was functioning properly. Troubleshooting was performed, but the led did not blink on and off for ten seconds like it's supposed to. Advised to charge the transmitter for eight hours, and call back to repeat the test. Nothing further was reported.